Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18x3.50mm, eccentric, de novo target lesion with significant lesion bend of >45 and <90, was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. After a guide wire was successfully advanced, predilation was performed with a 2.00x8mm balloon catheter and stenosis decreased to 60%. A 3.00x20mm promus element ¿ drug eluting stent was then implanted in the target lesion. A 3.50x12mm balloon catheter was then used for post dilation. However, when cineradiography (cine) was checked from various angles, a distal edge dissection was noted. Another shorter stent was used to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.